Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient's device sounded alarms at incorrect levels. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Confirmation of the reported event of patient's device sounded alarms at incorrect levels could not be determined. The root cause could not be determined.